Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. Customer stated that each time they receive a no delivery alarm they change out their entire set. Customer had already changed out entire set after this alarm but the alarm reoccurred. Customer was also taking insulin shots. Customer's blood glucose reading was 124 mg/dl. The customer performed troubleshooting and verified that insulin exited the tubing. The customer was advised that the device was working as designed and the alarm was caused by an infusion set or reservoir occlusion. The customer's infusion sets and reservoirs were replaced. Nothing was returned for analysis.